Event description:
The forceps worked the first time it was energized. However, the "regrasp error" was shown every time the forceps were energized. Additional info: diagnosis or reason for use: laparoscopic supracervical hysterectomy.